Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received shocks for ventricular tachycardia (vt) that was double counted causing the rhythm to be in the therapy zone. It was discussed that it appeared to be bundle branch block. Technical services (ts) was consulted, discussed possible reprogramming options. This s-ICD remains in service. No adverse patient effects were reported.